Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient has increased seizures. It was noted that the vns pulses were less strong then they used to be. The notes also mention that because of the numerous seizures they increased her stimulation and her keppra. Battery is low. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Information was received that the cause of the increase in seizures is believed to be low battery (prior to actual pulse disablement). The increase in seizures is back to pre-vns baseline levels. The battery was replaced. The device was discarded.